Event description:
A past event of low blood glucose (bg) displayed as "low"; however, specific value was not provided. Cause was not known. The customer's husband helped prepare food for the customer to consume to address the decreased bg. The customer declined to provide additional information regarding the issue.